Event description:
It was reported by service report that the bed required a new cpu board. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: it is unk what position the bed was found in; however, it is unk that cpu failures can cause the bed to be stuck in a position which is not optimal for emergency medical intervention/CPR.